Event description:
It was reported that the handle of the probe became hot to the touch. It was also noted that there was excessive insulation peel back. Swapped out and used another probe of same lot # without incident.